Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned and analyzed. No anomalies were found. Blood was noted in/on the helix/lobe mechanism.

Event description:
It was reported that the patient experienced chest pain after the lead was placed and fixed. The physician removed the lead and a passive fixation lead was implanted in the right ventricle. No patient complications have been reported as a result of this event.